Event description:
It was reported that a plunger sensor failure.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for check syringe plunger sensor. Cracked on right plunger case and bottom case was identified during the physical inspection. During analysis, the reported issue was able to be duplicated. Based on the evidence, the complaint was confirmed. Check syringe plunger sensor was caused by fluid ingression that was identified inside plunger assembly. Fluid ingression into the plunger head was a result of customer's improper use of the pump. Service replaced the whole plunger assembly, plunger tube and plunger cable and performed a pm maintenance and all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A review of the event history log (ehl) identified check syringe plunger sensor.